Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as the product showed loss of capture after a ventricular fibrillation shock. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as the product showed loss of capture after a ventricular fibrillation shock. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact (not severed) with the helix mechanism in a retracted position. Dried body fluid was noted in the helix housing, normal for active fixation leads. Visual inspections revealed no anomalies. Setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.